Manufacturer narrative:
Consumer stated their child impaled their cheek with a sonicare brush head. The serial numbers of the brush head and handle were not provided. Device manufacturing date not available due to the toothbrush handle and brush head not being returned.

Event description:
Consumer called stating that their child impaled their cheek with a sonicare brush head. Medical attention was sought.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.